Event description:
Pca pump indicated proper function. When the pump indicated that the reservoir bag was empty, the reservoir bag was noted to be full. Investigation revealed that the reservoir bag had not been spiked properly.